Event description:
It was reported that the patient's implantable cardioverter defibrillator alerted for high, out of range shock impedance. Technical services recommended performing additional troubleshooting, as well as synchronized shocks to evaluate the system integrity. The ICD and right ventricular lead remain in service and no adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report.

Event description:
It was reported that the patient's implantable cardioverter defibrillator alerted for high, out of range shock impedance. Technical services recommended performing additional troubleshooting, as well as synchronized shocks to evaluate the system integrity. The ICD and right ventricular lead remain in service and no adverse patient effects were reported. Additional information is being requested, but was unavailable at the time of this report.